Event description:
A customer from the UK alleged generating discrepant results for 15 samples while using the cobas® egfr mutation test v2, in year 2020 and 2021. All 15 samples initially generated an ex20ins mutation detected result when tested with the cobas® egfr mutation test v2. These samples were later sent for confirmatory testing (unknown platform/test) and generated a discrepant result of no mutation detected for ex20ins. No harm is alleged at this time. An investigation is ongoing. Six mdrs will be submitted, one per reagent lot used for these 15 samples.

Manufacturer narrative:
An investigation is ongoing, a supplemental MDR will be submitted to share the conclusions. Facility name truncated due to character limitation. Full name: (B)(4) hospital. (B)(4).

Event description:
A customer from the UK alleged generating discrepant results for 20 samples while using the cobas® egfr mutation test v2, in year 2020 and 2021. All 20 samples initially generated an ex20ins mutation detected result when tested with the cobas® egfr mutation test v2. These samples were later sent for confirmatory testing (sequencing (ngs)) and generated a discrepant result of no mutation detected for ex20ins. No harm is alleged at this time. An investigation is ongoing. Six mdrs will be submitted, one per reagent lot used for these 20 samples.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). --- updated b6 and b6 to add 5 more samples for which confirmatory test was performed and confirmed the discrepancy. (B)(4).